Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with a bifurcated stent and an infrarenal aortic extension on (B)(6) 2009. A follow up computed tomography (CT) showed a potential type 2 endoleak. The patient had a follow up angiogram 2 days after the CT scan and the type 2 endoleak was confirmed. The physician elected to coil and embolize the leak. Patient is in stable condition.